Event description:
It was reported to philips that the device failed to deliver a shock when in use during a case. It was reported that the device was in clinical use at the time the alleged failure was observed. However, no adverse patient impact was reported by the customer.